Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found records of processor communication related call service alarms that could result in a blank screen. On investigation, the alleged display issue was not duplicated. The pump powered up to a clear and legible verify screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons. The pump casing was opened and no damages were found with the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted vibration alarm with no audio feature and the display was blank. Reportedly, the same thing happened after the pump was rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.